Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B) (6) 2008, inratio: 1.2; (B) (6) 2008, 1.8; (B) (6) 2008, lab: 8.0.

Manufacturer narrative:
Insufficient data given on intake to confirm discrepant case. However, per (B) (4), the patient showed signs blood in urine and has hematocrit levels (33% and 35.4%). Hence, patient condition may affect test result. Refer to technical bulletin 101 and 105. This is an adverse event. As of 01/29/2009, the meter is expected to return. Hence, functional testing will be required when meter is returned. As of 02/06/2009, meter was returned. Investigation: no errors found in functional test result. No corrective action is required as no product deficiency was established. No further investigation is required at this time.